Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t3, when the blade was connected to the monitor they had a black screen then shortly after, the image cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The returned blade was connected to a verathon test monitor and the complaint was observed. There is no repair for the problem. The device was scrapped and a new blade was sent to the customer. Service complete.